Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿migration and wear of the duraloc ¿1200 series¿ cup associated with enduron uhwmpe using the ebra method and the imagika software¿ by thierry thirion, et al, published by hip international (2010), vol. 20, no. 2, pp. 198-203, was reviewed. The purpose of this study was to assess the migration of the duraloc ¿1200 series¿ cups and to correlate migration with polyethylene wear. Implanted depuy products: (186) duraloc 1200 acetabular cup with locking ring, (186) enduron liner, (17) cocr femoral head paired with a charnley elite stem. Results: there were no reported product problems with the implanted depuy stems and heads. 1 cup and liner revision due to migration of the cup secondary to osteolysis. There was no evidence of polyethylene wear upon examination of the explanted liner. There was an unknown number of mispositioned and migrated cups identified on progressive radiographic studies. There were no patient consequences or clinical symptoms associated with the radiographically identified cup mispositioning and migration. There was an unknown number of polyethylene liner wear identified on progressive radiographic studies. There were no patient consequences or clinical symptoms associated with the identified polyethylene wear. Captured in this complaint: duraloc cup: implant migration; serious injury, medical device removal, and surgical intervention. Enduron liner: no reported product problem; medical device removal, surgical intervention, and osteolysis. Duraloc cup: mispositioned, implant migration. Enduron liner: implant bearing wear. No patient consequences, no clinical signs, symptoms, or conditions. "

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.